Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, when the device was being used for the gastric resection, the surgeon was able to press the green button, but was not able to squeeze the handle. The device was not able to fire. A new device was used to complete the case. No injury.